Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and ketoacidosis. The customer states they believe the highs were not attributed to the pump. The customer declined to troubleshoot and requested pump belt clips. No further assistance provided at this time.